Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis and action taken with apd therapy were not reported. The patient was treated according to protocol, but the treatment was not further described. The report indicated that the patient recovered from the event on an unreported date. No additional information is available.